Event description:
The patient was revised due to a fracture. The rotating platform tibial insert was broken on one side causing the x-ray wire to poke into the patient's skin. The patient is 5'6" tall.